Event description:
On (B)(6), 2015, itc became aware of a complaint from a healthcare professional on a hemochron signature elite and pt/inr system. A patient receiving warfarin therapy for deep venous thrombosis had anticoagulation status evaluated at a hospital clinic. Therapeutic inr goal for this patient is 2.0-3.0. On 2 consecutive clinic visits ((B)(6) 2015) the hemochron signature elite and pt/inr system reported fingerstick inrs that were lower than expected. Repeat testing using laboratory reference method reported inrs which were within the expected range of results. Warfarin dose was not adjusted on (B)(6) 2015 as the second elite result was used to determine therapy. No adverse events were reported. Hemochron signature elite and pt/inr system successfully passed electronic and liquid quality control testing at the clinic before patient testing was done. Instrument malfunction is not suspected.

Manufacturer narrative:
(B)(4). The serial number of the hemochron signature elite instrument used for patient testing was (B)(4). Method: process evaluation performed. No ncrs or anomalies related to the complaint were identified. Reserve sample tested from same lot, no failure detected. Result: no failure detected. Conclusion: unable to confirm complaint. In follow-up on (B)(4) 2015, customer stated that they used 2 boxes of a new lot m4jpt090 with no recurrence of the problem reported. Customer is continuing to use lot j4jpt080 (the lot reported in this complaint) without further observance of discrepant inr values. Itc has requested all data required for form 3500a.